Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 - (B)(4) 2010 of complaints for additional reportable events. No other issues were noted with this instrument; it was otherwise performing within specifications. A field service engineer was not dispatched. A review of the raw data from the tested sample indicated that the wbc (white blood cell) raw count rate behaved normally. The wbc histogram shows a severe interference pattern at the front, indicating that the result may be severely interfered by unk materials such as lipid or damage cells, though the root cause of such interferent in this sample is unk.

Event description:
The customer stated that on (B)(6) 2009 the lh750 hematology analyzer generated an erroneously high white blood cell (wbc) count result of 0.50 (500/cu mm) on a knee fluid sample from one pt. A manual wbc count was performed and the result was 21/cu mm. The erroneous result was reported outside the laboratory with a corrected report subsequently issued. There were no reported changes to pt treatment associated with the incorrect result.